Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump's usb port was loose and damaged. The customer's blood glucose level was 175 mg/dl. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained.